Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that luer tip of bd discardit¿ ii syringe broke during use. No patient impact reported. The following information was provided by the initial reporter, translated from german to english: luer tip broke whole inserted in a catheter, tip was stuck in the catheter. At the weekend, the cone of the 10 ml syringe listed in the appendix broke off during a blood collection from a broviac catheter (implanted central venous catheter). Fortunately, the medical service managed to remove the cone stuck in the lumen of the catheter with the help of tweezers without damaging the catheter. To be on the safe side, the nursing staff subsequently removed the 10 ml syringes with identical manufacturer's specifications that were still on the ward from circulation.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes. Returned to manufacturer on: 18-aug-2022. H.6. Investigation summary: a sample was received and evaluated, and the defect can be confirmed. Twenty retained samples were evaluated, and no defects were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. While the defect could be confirmed, the team was not able to determine a root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, automatically rejecting the syringes with damaged parts like the tip of the barrel. Based on this, the syringes could be damaged as a consequence of a blockage during the barrel feeding process. After that, the tip of the syringe was damaged and not detected by the assembly machine which produced breakage during use of the product.

Event description:
It was reported that luer tip of bd discardit¿ ii syringe broke during use. No patient impact reported. The following information was provided by the initial reporter, translated from german to english: luer tip broke whole inserted in a catheter, tip was stuck in the catheter. * at the weekend, the cone of the 10 ml syringe listed in the appendix broke off during a blood collection from a broviac catheter (implanted central venous catheter). Fortunately, the medical service managed to remove the cone stuck in the lumen of the catheter with the help of tweezers without damaging the catheter. To be on the safe side, the nursing staff subsequently removed the 10 ml syringes with identical manufacturer's specifications that were still on the ward from circulation.